Manufacturer narrative:
Corrected information is provided in sections h.11. The company representative was able to confirm the reported event. It was determined that there was an issue with the module and the controller. Both were replaced during servicing. It remains inconclusive which specific part was attributed to the reported issue. The system was tested and found to meet product specifications. Only the controller was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics controller was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The fluidics controller was installed on to a calibrated system. There were no advisories displayed upon startup. The surgical test was performed successfully. The pcb was tested on a calibrated test station and was found to be within specifications. However, based upon the fact that both parts were not returned, the reported issue was not confirmed but was considered a wear/reliability issue. Based on the information available, the root cause of the reported event is attributed to the wear/reliability of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery the vacuum was not building from the ophthalmic console. There were no error message displayed. The surgery was completed after replacing the console with another one. No patient impact was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. Two (2) parts were replaced to address this issue. The fluidics controller and fluidics module were both replaced. The system was tested and found to meet product specifications. However, it remains inconclusive which specific part is the nonconforming part. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event was not able to be confirmed. As there were two parts replaced. It remains inconclusive which specific part is the nonconforming part. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).